Event description:
It was reported that a cot dropped. The operators reportedly sustained a minor laceration and complained of back pain. No patient injury reported.

Manufacturer narrative:
The cot was examined and was performing to specifications.